Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿device failed to alarm the ¿rotor error alarm¿ during the rotor testing procedure.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states that the device failed the rotor error alarm test. No patient involved.